Event description:
It was reported that the patient presented for initial implant procedure. During the procedure, the right ventricular (rv) lead became twisted due to repeated rotations while trying to find a suitable position. The helix was also unable to extend and retract properly. This lead was not used, and the physician elected to complete the procedure using a different rv lead. The patient condition was stable.

Manufacturer narrative:
The reported events were helix mechanism issue and lead twisted. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. After cleaning the lead and applying the torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. The reported event of lead twisted was not confirmed. Visual and x-ray examinations of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.